Event description:
Customer was lowering a pt and the hand controller down button was not functioning. Customer used the manual emergency down. The actuator stopped just an inch above the shower chair. Lift was taken out of service.

Manufacturer narrative:
Facility coordinator released the e-stop button on the lift and the hand controller began to function properly. Actuator was replaced and lift is back in service.